Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a swtich failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during an unknown procedure, the hand activation did not activate. Procedure was finished with the same instrument. No patient consequence.